Manufacturer narrative:
Patient weight was requested but not provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient exchanged their controller. Per the patient's family, the patient was sleeping while tethered to the mobile power unit (mpu) and the house lost electricity due to a storm. The patient did not wake up to the alarms but the patient's family did and switched to battery power. The family reported a beeping and could not identify the problem. The patient had the family change their controller. A power source was not connected to the backup controller during the exchange so the pump did not restart when the patient's driveline was moved. The patient lost consciousness and the family immediately connected power. The pump restarted and the patient regained consciousness. Log files downloaded at a clinic visit on (B)(6) 2022 captured events starting at (B)(6) 2022, and log file review revealed no unusual events. Related manufacturer's report regarding the pump: 2916596-2022-10274.

Manufacturer narrative:
Section d4 and h4: serial number, lot #, expiration date, and manufacturing date were inadvertently added in the initial report and not applicable for this event. Serial number was requested but was not provided. Manufacturer's investigation conclusion the reported event of the controller being exchanged incorrectly was not confirmed. The reported event of an unknown alarm activating on the controller was not confirmed. No log files associated with the exchanged controller were provided. Multiple requests for additional information were made to determine if log files associated with the exchanged controller could be provided and if the exchanged controller would be returned for evaluation; however, no response was received. The root cause of the unknown alarm activating on the controller could not be conclusively determined through this analysis. The root cause of the controller being exchanged incorrectly was determined to be a user error on which the driveline was connected to the backup controller before connecting the product to external power. Heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. The heartmate 3 instructions for use (IFU) (rev. C) section 2, entitled ¿system operation¿, states that the backup controller must be connected to external power before inserting the driveline when performing a controller exchange; this indicates that a system controller cannot restart pump operation while the controller is only being supported by the backup battery. This section also states that "failure to connect to a running system controller may result in serious injury or death". Heartmate 3 instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records of the heartmate 3 system controller could not be reviewed as the serial number is unknown. No further information was provided. The manufacturer is closing the file on this event.